Manufacturer narrative:
The local area sales representative was contacted for additional information regarding reason for explant. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on both the atrial and ventricular channels. Boston scientific technical services (ts) was consulted and discussed with the health care professional (hcp) that this ICD is oversensing signals from a non boston scientific implantable device this patient has. It was also noted these signals were oversensed by the device during a ventricular tachycardia (vt) event this patient experienced. The device successfully delivered an electric shock and converted the rhythm. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device system was explanted. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The local area sales representative was contacted for additional information regarding reason for explant. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on both the atrial and ventricular channels. Boston scientific technical services (ts) was consulted and discussed with the health care professional (hcp) that this ICD is oversensing signals from a non-boston scientific implantable device this patient has. It was also noted these signals were oversensed by the device during a ventricular tachycardia (vt) event this patient experienced. The device successfully delivered an electric shock and converted the rhythm. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device system was explanted. No additional adverse patient effects were reported. This product has been received for analysis.